Event description:
Related manufacturing ref: (B)(4). During an organ harvesting procedure (non-beating heart), blood leaks occurred with two introducers. After inserting the first introducer, a balloon catheter was then inserted for aortic occlusion but the valve of the introducer began leaking blood. The introducer was then replaced with another from the same lot, but the same leakage happened. It was attempted to partially close the introducer lumen with a pliers to limit the leak and the procedure was completed. The incident led the user to administer blood derivatives.

Manufacturer narrative:
One 14f fast-cath introducer sheath was received for evaluation. The sheath tubing had been torn; therefore, functional testing was unable to be conducted. Microscopic inspection revealed the sheath hemostasis seal had been damaged and a gap was noted at the seal slit; which is consistent with the reported fluid leak. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The cause of the gap at the seal slit and torn seal remains unknown. Review of the device history record was not possible as the lot number is unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.